Event description:
Patient reported "insecure with current prothesis after the recall announcement". Later healthcare professional reported "patient very insecure with the current prosthesis in view of the incidents reported in the media, aiming at recall announcement" and "suspected capsular contracture and intact breast implant" diagnosed via MRI. Later healthcare professional confirmed "baker iii-IV capsular contracture". This record is for the left side. Device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.